Event description:
A customer reported an event of a "mist/haze" emitting from the sterrad® 100nx sterilizer. Eight healthcare workers (hcws) experienced a various range of reactions which included: headache, sore throat, eye irritation, dry throat, heaviness in chest, difficulty breathing and palpitations. The eight hcws did not receive any medical intervention and all are reported to be recovered. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit for the past 6 months (11/14/2014 to 05/13/2015) did not reveal a significant trend for this same issue. ¿the trend of the product malfunction code haze/mist/vapor was completed from june 2014 through may 2015 and revealed a significant trend for may 2015. This trend was escalated. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed. ¿the oil mist filter was returned and tested. The oil mist filter exhibited oil mist during functional testing. The reason for return of the oil mist filter was confirmed. ¿the vacuum pump oil was not returned. The assignable cause of the haze/mist/vapor issue is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Haze/mist/vapor was confirmed. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.